Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer went swimming and afterwards their insulin pump began to beep. The device received a low battery alert followed by a button error alarm. The patient's blood glucose at the time of incident was 5.8 mmol/l. The buttons would not react on presses and the alerts could not be cleared. The insulin pump will be returned and replaced.

Manufacturer narrative:
The motor assembly and the printed circuit board was found with corrosion damage per our visual inspection also, the failed leak test. All of the buttons are responding properly, no unlocked keypad connector, no stuck button alarms, button error alarm or intermittent button response noted. However, the insulin pump powered up properly after battery installation. The operating currents are within specification. No unexpected low battery noted during our testing. The loaded vaa and unloaded vaa voltages at the power management graph tool is within specifications. The insulin pump had cracked case on the back at the battery tube, cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay. The insulin pump had a fading serial number label.